Event description:
It was reported via a clinical trial adverse event form that following an ablation procedure, the patient experienced left-sided weakness. The patient was hospitalized, given steroids and discharged on postoperative day five (5). According to the clinical trial follow-up, the event was still ongoing at study exit one year later.